Event description:
It was reported the external pulse generator (epg) can not be operated. Only '0' is displayed on the screen. It was also reported the screen is cracked. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed that the liquid crystal display (lcd) lens was broken. It was also noted that the upper case was broken and the lower case was contaminated, the battery release and battery drawer were contaminated, the battery contacts were compressed, the keyboard pad was cosmetically damaged, the lcd was out of specification and the encoder flex was out of specification.